Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2016 that the patient has had 2 episodes in the last 24 hours and it is believed that the vns device may not be working so they wanted to have the device interrogated to check the status. Baseline is unknown. The patient had been at the hospital because of hip surgery. It was then stated that the sales representative was able to visit the patient in the hospital at he checked the patient's device and the vns was performing as expected. He also noted that the neurologist likely has not seen the patient yet and likely is not aware of the issue. Follow-up did show that the physician knew the patient had broken his hip but had no other information has the physician had only seen the patient once and he has no future appointments at this time.